Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a part of the bur broke inside the attachment. No further information was provided.

Manufacturer narrative:
H6: the definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is complete.

Event description:
It was reported that a part of the bur broke inside the attachment. No further information was provided.